Event description:
It was reported that this right ventricular (rv) lead was presenting bouncing shock impedance, it is suspected for the cause to be a insulation breach; however it hasn't been confirmed. The physician plan to monitor the patient via latitude. No additional adverse patient effects were reported . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).